Event description:
It was reported that a revision surgery was performed due to implant fracture.

Manufacturer narrative:
A ceramic ball head was made available for investigation. However, the received ball head is not a product of the legal manufacturer smith & nephew orthopaedics ag. Visual analysis of the received ceramic ball head did not reveal any anomalies which could be related to the reported fracture of the ceramic insert. Based on the conducted x-ray analysis the reported fracture of the ceramic insert can be comprehended. Without the receipt of the affected product or further information the investigation remains incomplete and no thorough root cause analysis is possible.